Event description:
It was reported that during a colic resection procedure after the insertion of the device, in the closure of the valve with the aim to re-establish the pneumoperitoneum, the valve broke off. The procedure was carried out and finished by using another dextrus01 of different lot. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). The analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be adjacent to the o-ring and migrated approximately 360º around on the upper inner seal ring, and then it propagated toward the lower seal ring. However, it could not be determined what may have caused this condition. No incident related to the reported event was observed during the batch record review.